Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device will not be returned. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the device would not fire. There was no patient injury, adverse event or delay in surgical time. A new device was used to complete the case.